Event description:
Initial guidewire was being fed through the introducer needle into a vessel in the patient's left upper arm. There was difficulty threading the needle through the arm. When attempting to back wire out of arm there was resistance felt at the insertion site of the introducer needle. When introducer needle and wire were pulled from the patient's arm, there appeared to be part of the wire remaining in patient's left upper arm. The thin remnant of wire was pulled from the patient's arm. Dr noted the fragment was small enough that it would be difficult to find to surgically remove. So they did not do any interventions to remove. Pt was discharged to guards with no documented issues in the arm. FDA safety report ID# (B)(4).